Event description:
It was reported that the customer had difficulty inserting the intra-aortic balloon (iab) through the 8fr sheath. After approximately 54 hours of therapy, the iab was replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: or products coordinator. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # : (B)(4).

Manufacturer narrative:
Lot # changed to 3000244403. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.